Event description:
The user facility engineer contacted the manufacturer to report that, while the patient was being prepared for a shower, family members present reported that they heard the pump stop. There was no trained staff present in the area until the family began the process of changing the controller to replace it, which is when a nurse for the unit joined the group. None of the individuals present could state which visual or audible alarms were activated, nor whether the system entered failsafe operation. The patient did not sustain injury during the reported pump stop event. Among the theories that the facility engineering staff are considring is that both power sources, or possibly the pump connection, were inadvertently removed. As of the date of this report, the user facility has not returned the subject controller to the manufacturer for analysis.